Event description:
Baxter reports a transfer set leak as a result of a broken clamp. The leak occurred at the female adapter. The transfer set had been used for 2 months. No patient injury or medical intervention reported.